Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered the full bolus instead of selecting the option for an extended bolus. The customer's blood glucose (bg) level was 24 mg/dl. Customer received assistance from husband and was administered a glucagon shot and provided with glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.